Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed the mechanical functional test as a result of the battery connector retractable locking mechanism found not working as intended. However, the device was able to pass the electrical functional test. The confirmed malfunction is related to the reported event. The most likely root cause may be attributed to the defective battery connector locking mechanism found during testing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient's battery would not securely lock with the controller. It was suspected that the lock mechanism of the connector was broken. The battery was replaced with no reported patient consequences. No further information was provided.